Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with the family expressing concern that the pump was delivering too much insulin; education was provided that the system does not deliver additional insulin once target is reached except for basal, and the user was instructed on pause and resume functions. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with review of device behavior and user operation. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.